Manufacturer narrative:
Information was received via published literature. This report will be amended when our investigation is complete.

Event description:
It is reported that radiolucent lines have been observed on nexgen lps-flex femoral and tibial components for an unknown number of patients.